Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a ks-1 aq2017v 14.5 intraocular lens, +14.5 power into the patient's eye on (B)(6) 2018. The surgeon reports the patient "could not see well" and that there is turbidity on the vitreous anterior membrane. "If the symptoms get better, visibility can be recovered a little more if the turbidity is resected." Fibrin disposition is observed and turbidity level is very strong. The surgeon also reports fibrin deposition and anterior chamber pus. This investigation is on-going and the lens remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Surgery occurred in the left (os) eye. On (B)(6) 2018 the symptoms began. A vitrectomy was immediately performed, a steroid (maqaid) was injected and prednisolone pills prescribed. The aqueous humor was cultured, results are not yet available. Endophthalmitis is noted by the surgeon. On (B)(6) 2018 a funduscopy was performed. The vision is "a little better" currently.

Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Additional data: reporter indicates as a result of culture, no causative bacteria were detected. Currently, the patient's eyesight recovered and the fundus also recovered to a clean slate. Reporter states that this event is the symptom observed in endophthalmitis; "as far as we can investigate, it is unlikely that the lens is the cause of this complaint". Corrected data: previous report states "results are not yet available"; statement no longer applicable. A previous report listed 'glaucoma" as a pre-existing condition - the patient did not have glaucoma. (B)(4).

Manufacturer narrative:
Additional data: additional information was received. Reporter indicated that the symptoms of the patient are lightening or recovering. Reporter states that since there is no abnormality in bcva of both patients, it is considered that va (vision without correction) is not influenced by any symptoms but a factor of the doctor side is involved. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).